Event description:
Related manufacturer reporter number: 2017865-2022-05193. New information received notes the atrial lead was explanted for erosion unrelated to the initial event. The patient was in good condition.

Manufacturer narrative:
The reported event was not confirmed. A partial lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths on the connector portion of the lead due to procedural damage and destructive analysis of the connector lead portion found the inner insulation was breached/damaged due to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise leading to oversensing was observed on the atrial lead. The noise was not reproducible or large enough to require programming changes. Other unrelated programming changes to atrial fibrillation and tachycardia detection were made. The patient was to be monitored. The patient was stable in good condition.